Event description:
Pt underwent uneventful placement of right subclavian bardport on 7/1/97. First chemotherapy use was completed with slight difficulty in 7/97, no difficulty in 8/97 and no adequate flow in 9/97. Pt scheduled for catheter replacement on 9/12/97. Preop chest radiograph showed catheter had fractured into a proximal fragment in the right subclavian vein attached to the port and a distal fragment in the right atrium. Pt asymptomatic. Pt transferred to tertiary facility where catheter was removed without complication.